Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is hospitalized with dka at maine general medical center due to running out of insulin the customer used a lantus pen to inject insulin inside the insulin pump. The customer has had issues using the insulin pump alone at home because they previously suffered a stroke. Blood glucose value was unknown at the time of the incident. The medical staff requested a replacement insulin pump for the customer. The medical staff mentioned fluid exposure with the insulin pump. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No moisture damage found under lcd screen or on electronic/motor assembly. (B)(4).